Manufacturer narrative:
Di not available as product was manufactured on or before sep 23, 2014. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission in (B)(6) of 2020. The transmission showed the atrial lead exhibiting a trend of low impedance resulting in pacing and sensing polarity switch for some time in the past. It was not known when the impedance anomaly started. The patient had been irregularly seen in clinic and had not been remotely monitored. However, the patient did not experience any symptoms or adverse event. The patient had an underlying rhythm and was not dependent on the pacemaker. On (B)(6) 2020, the patient presented to the hospital for a scheduled routine pacemaker change procedure. During the same procedure on (B)(6)2020, the physician also capped the atrial lead. The patient's condition remained stable and the patient was discharged from the hospital the same day.